Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported perforation cannot be determined. Although a conclusive cause for the reported patient effect of perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the vein perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed without issue, and the guide wire was advanced. When the steerable guiding catheter (sgc) was advanced and there was no resistance noted with the guide wire, but it was observed that this maneuver had pushed the guide wire forward into the pulmonary vein. Blood was noted in the transesophageal echocardiogram (tee) tube, and it was believed that the wire had punctured the vein, causing a bleed in the lung. Heparin was reversed, protamine was given, and the devices were removed. The patient was confirmed to be stable, and the procedure was discontinued. No further treatment has been planned. No additional information was provided.